Manufacturer narrative:
One spinalogic (part number 01-207-0007, serial number (B)(4) was returned for evaluation. Testing of the device included full treatment at a test station with results observed to be within specifications. The reported event could not be duplicated; no failure was identified.

Manufacturer narrative:
The device has not been returned for evaluation. If the device becomes available, a follow-up report will be submitted upon completion of evaluation.

Event description:
It was reported that usage of the device during treatment altered the patient's heart rate. At the 1st treatment, after about three minutes, her heart skipped a beat and started pounding. She took off the device and her rapid heartbeat lasted about thirty minutes. When she tried her second treatment, she felt like pins and needles were stabbing her. The patient was advised to stop any use of the device immediately and call her physician. The patient's physician advised the patient to discontinue use. The patient has had a double bypass and stents were put in. She also has a wire around her sternum.